Event description:
A female pt is taken to the operating room for a aaa repair on (B)(6) 2015. After unsheathing the cook zenith aaa endovascular graft aaa ancillary component main body extension and releasing the single trigger wire, it had the appearance of being twisted in the middle between the first and second stent. Once the cook coda balloon had been inflated to expand the component main body extension, the twisted appearance had disappeared and it looked like something resembling a suture or wire had been left inside and was wrapped around the stent. A second component main body extension was inserted after this however this was not due to the appearance of the first one inserted. The component main body extension was the third graft placed. The initial graft used was a taa endovascular graft. The second graft used was a low profile aaa endovascular graft. Apart from the successfully deployed graft, no part of the device remained inside the pt. The pt did not require any add'l procedures due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation. More info will be provided upon conclusion.